Event description:
It was reported that the pt underwent surgery for single level posterior rod/screw fixation. All four bone screws were implanted percutaneously and then two setscrews on the left side of the construct were implanted percutaneously. The surgeon then changed to an open procedure to implant the right setscrews. While implanting the caudal setscrew on the right side the surgeon stripped the head of the bone screw and replaced it with a larger diameter. The surgeon then attempted to break off the setscrew but could not. The setscrew was left implanted with the break off tab intact. There were no pt complications.

Manufacturer narrative:
The device was implanted and remains in the pt, therefore, no product is available for evaluation. Unable to determine cause of the event.